Manufacturer narrative:
Results: the indigo system aspiration catheter 6 (cat6) was kinked approximately 57.0 cm from the hub and ovalized from approximately 128.0 cm from the hub to the distal tip. Conclusions: evaluation of the returned device revealed that it was ovalized in the distal shaft. This type of damage typically occurs due to improper handling during use. If the cat6 is pinched or manipulated forcefully against resistance during insertion into a sheath, damage such as this may occur. The non-penumbra sheath mentioned in the complaint was not returned for evaluation. Cat6 devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, while advancing the cat6 into another manufacturer's sheath, the physician felt tension and was unable to advance the cat6 any further. While retracting the cat6 from the sheath, the physician felt that the cat6 was stuck but was able to remove it. Upon removal from the patient, the physician noticed that the cat6 was stretched and narrowed out at the tip. The physician repositioned the sheath and successfully completed the procedure using a new cat6. There was no report of an adverse effect to the patient.